Manufacturer narrative:
Prior to utilizing clinically or during prep, the syringe was not damaged or had any anomalies (fluid leaks, or threaded plunger stripping, or inability to pressurize to the green/red zone). Prior to utilizing, the syringe pressure gauge was at "0". A dedicated saline flush was utilized to fill the syringe. The first coil was prep without difficulties. The second coil was a cordis product, but the catalog and lot number were unknown. Additionally, there was no reported failure with the second cordis coil and the coil was prep and deployed with another syringe. The cordis delivery system hub was not cracked and no further information was available (catalog and lot number). No additional information was provided. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization, the second coil was used with the product (dcs syringe); however, there was a leakage from the connection with hub. There was no information of the vessel characteristics. The product was clinically used without any adverse consequence to the patient. The product will not be returned for analysis, because it was discarded at the hospital.